Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer changed pump supplies to address the issue. Blood glucose level was 300-400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.